Manufacturer narrative:
Section h10:  please reference related manufacturer report numbers: 2015691-2018-02059, 2015691-2019-03890, 2015691-2019-03891, 2015691-2019-03893, 2015691-2019-03894, 2015691-2019-03895, 2015691-2019-03958, 2015691-2019-03985, 2015691-2019-03987, 2015691-2019-03988.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141

Manufacturer narrative:
Dates of events are unknown, therefore the sapien 3 approval date was entered.  The valves were not returned to edwards lifesciences for evaluation, as they remain implanted in the patients. Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with the use of the thv procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 valve. IFU states: prepare the edwards esheath introducer set per its instructions for use. Advance the delivery system until the thv exits the sheath. Retract the loader to the proximal end of the delivery system. In the descending aorta, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. Utilize the fine adjustment wheel to position the thv between the valve alignment markers. Note: do not turn the fine adjustment wheel if the balloon lock is not engaged. Do not position the thv past the distal valve alignment marker to minimize the risk of improper thv deployment or thv embolization. Caution: maintain guidewire position in the left ventricle during valve alignment to prevent loss of guidewire position. Utilize the flex wheel to traverse the aortic arch and cross the native valve. Verify the edwards logo is facing up. The delivery system articulates in a direction opposite from the flush port. If additional working length is needed, remove the loader by unscrewing the loader cap and peeling the loader tubing from the delivery system. Disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the native valve. As necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin thv deployment: unlock the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. Pericardial effusion can be caused by a variety of local and systemic disorders or may be idiopathic. It can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In thv procedure patients, it may be caused by guide wire perforations or annular ruptures. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. The cause of each of the cardiac tamponade cases is unknown but may be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: lanz, jonas. A randomized comparison of the acurate neo versus the sapien 3 transcatheter heart valve systems in patients with symptomatic severe aortic stenosis. Oral presentation at tct annular meeting; september, 2019; san francisco, ca.

Event description:
As reported by the edwards affiliate in (B)(6), during a presentation at tct 2019 titled, ¿a randomized comparison of the acurate neo versus the sapien 3 transcatheter heart valve systems in patients with symptomatic severe aortic stenosis" it was reported that post deployment of the sapien 3 valve, five patients developed a cardiac tamponade and required treatment.